Manufacturer narrative:
The device was returned and evaluated by cardinal health. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon. The review of the lot history record ((B)(4)) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the balloon tear and hematoma could not be conclusively determined. However, two balloon loss of pressure events were reported to have occurred in the same patient and this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), which suggests that the patient anatomy and/or other procedural devices may have contacted the balloons, potentially contributing to a tear. Should additional relevant information become available a supplemental MDR will be filed. This is report 1 of 2; from the same user facility same patient as MFR report #: 3004939290-2017-00026.

Event description:
It was reported that the balloon of 2 mynx ace 5f/6f/7f vascular closure devices did not maintain pressure in the same patient. After connecting the device to the sheath, an attempt was made to inflate the balloon, but the syringe pressure indicator appeared to be inconsistent and when the stopcock of the syringe was closed, the balloon did not maintain inflation. This is report 1 of 2. The device was being used for femoral arterial closure following a diagnostic coronary angiogram procedure. During prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. The device was disconnected from its sheath. The sheath was inspected and the sealant was discovered to be completely intact inside the sheath. A hematoma of 6 cm or less in size was noted. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. The patient was noted to have recovered. Additional information was requested, but was unknown.